Event description:
It was reported that during an unknown procedure, the clips were fired with an inadequate form. The surgeon opened a new device for the procedure. No adverse consequences to the patient were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 13 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.